Manufacturer narrative:
Correction: d8 - no should have been selected on the initial report rather than yes. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that chemicals and substances contained in tap water remained. There was no deviation from the instruction manual in the reprocessing procedure for the remaining foreign matter, and there was no physical damage to the foreign matter remaining location. The inspection method for the event is described as follows in the operation manual "chapter 3 3.8 checking the function in combination with related equipment". "Water supply inspection: 1. Cover the air/water button hole with your finger. 2. Push the button while blocking the hole. Ensure that water flows across the endoscopic image. 3. Release your finger from the air/water button. Visually confirm that water stops flowing on the endoscope screen and the button returns smoothly to its original position." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Address- full name of the establishment is (B)(6). The subject device was received and evaluated . Device evaluation found the reported issue of "drainage failure" (air/water flow issues from the air/water flow system" was not confirmed, however, inspection determined clogged nozzle. This clogged nozzle was attributed to insufficient cleaning, reprocessing , handling issue. Due to clogging of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. Furthermore, the following defects/findings were identified during device inspection: due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Adhesive on a-rubber has a crack. S-connector has a scratch. S-connector is dirty. Protector of universal cord on control section side has a scratch. Sc cover unit has a scratch. Image guide (ig) protector has a scratch. Flexibility adjustment ring has a scratch. C-cover (distal end) has a scratch. Universal cord has a scratch. Universal cord has a dent. Grip has a scratch. Control unit has a scratch. Connecting tube has a scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with an issue of "drainage failure (air/water flow issues from the air/water flow system". No harm was reported. No patient harm, no user injury reported .device evaluation found foreign material clogged in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (insufficient cleaning (handling problems) identified during device return evaluation .